Event description:
Pt with peripheral vascular disease w/claudication was scheduled for a angiogram of the left leg. When wire was removed a segment of the wire broke off; the tip of the wire was about 3cm in length. Since the wire was parked in the occluded posterior tibial artery, it did not cause any harm to the pt.